Event description:
It was reported that since the device was replaced in 2008, the patient had problems and the therapy was not good. The patient had no benefit from therapy even after reprogramming to a bipolar setting. X-rays showed thinning and a tear of the cranial lead at the burr hole of the dbs wire, no migration was noted. Bipolar and monopolar impedance readings were excessively high. The lead was replaced. The patient recovered without sequela. Please see MFR report # 3007566237201002787 for events following the lead replacement.

Manufacturer narrative:
(B) (4).